Manufacturer narrative:
Concomitant devices. 4847921 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t 5037556 200-02-32 - three peg patella 32mm 5100037 02-010-03-0240 - logic cr femoral cem, left, sz 4 the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 76 months after a left knee replacement procedure, the patient may require a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, type of investigation. The reason for the reported event in cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
H10. Related: MFR#1038671-2024-02635 report 2 of 2. H11. Additional manufacturer narrative-